Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to user error as the operator incorrectly connected the patient for rinseback. The cycler alarmed appropriately. The user's guide provides adequate instructions for completing end of treatment and making the necessary patient connection changes for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occured during a routine hemodialysis treatment. While connecting for rinseback, the operator inadvertently reversed the patient lines causing blood to fill the saline bag. With the assistance of technical support, the patient lines were reconnected to the proper rinseback configuration. Rinseback was discontinued when air was noted in the venous return resulting in an estimated blood loss of 190cc. No medical intervention was required.